Event description:
In this event is was reported that a cavitron 30k fsi-pwr-1000 insert tip overheated; no injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.

Manufacturer narrative:
Insert was evaluated and found to have a low inductance value. The insert also exhibited a stack that was wavy. This is typically an indication of customer misuse. The hottest observed temperature observed was 90.8f. This was within limits for safe usage. A DHR review was conducted with no discrepancies noted.